Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that there are "difficulties with the locking mechanism:. The device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.